Event description:
It was reported that the display screen on the programmer was not working, that the "pen" (stylus) could not get to the left side of the screen. It was also reported that calibrating the touch pen has no affect. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Bezel assembly out of electrical specification. Broken tabs on the power cord bay door.